Event description:
This ra lead was implanted on (B)(6) 2000. A call to technical services on (B)(6) 2011 states, that patient is in an atrial arrhythmia, but looks like she is in a flutter. Sees 3 vp where the rate sense and hv egms are flat. Ts asked if there was pvp extension marker, yes. Atr markers came back, yes. Pacing rate was the same, yes. It occured on today's date, yes. Likely a threshold test was being. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).